Event description:
It was reported that the patient died during a dual chamber pacemaker implant. There was "successful" implant of the right ventricular (rv) lead into the rv septum. The right atrial (ra) lead was attempted "with no success" in three different positions within the ra and achieved "a satisfactory" parameters. A competitive lead was then placed in the ra. During the course of the implant the patient's blood pressure (bp) started dropping. A drain was inserted into the pericardium and 750 milliliters of blood was drained. The cardiac tamponade was alleged to be "pacing lead related." The patient stabilized, then experienced "worsening" hemodynamics. A cardiac echo showed a "large" thrombus of approximately three to four centimeters thick "surrounding the entire heart." Resuscitation efforts made, the cardiothoracic team was present and performed a sternotomy and discovered a rv rupture. The rupture was "closed." The patient died on the ward later the same day.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The documented cause of death is not known.